Manufacturer narrative:
Evaluation method: the patient's lifevest was not returned for evaluation. Biocompatibility testing to iso 10993 was successfully completed on skin-contacting surfaces of the lifevest device as well as the blue(tm) defibrillation gel.

Event description:
A us distributor reported that a patient developed an skin irritation under the device. The patient described the irritation as burn marks. The patient was not shocked or treatment by the device. There is no indication of a device malfunction that caused or contributed to the reported irritation. The patient's doctor informed the patient that the irritation was likely permanent. The patient ended use. There is no indication that the patient received medical intervention for the irritation.